Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the door was not opening. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the door did not open for inventory. The field service engineer (fse) found that drawer 5, sub-drawer 1, did not recover. The fse removed the drawer from the chassis and found that the retractor band was broken. Additionally, the u6 chip had fallen out of the rear controller interface board. The fse removed the screws holding the retractor band, replaced the band, and secured it. The fse also removed and replaced the rear interface board and reinstalled the drawer. Furthermore, the fse found that the battery was not charging, so the battery was replaced. A rubber stop was added to the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the door was not opening. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.